Manufacturer narrative:
Pump was received with a motion sensor test failure error alarm during rewind test due to motor encoder signal out of phase. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify battery out limit alarm due to motion sensor test failure alarm. Unit was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call of receiving a battery out limit alarm after changing battery. Customer attempted to prime and received a no reservoir alarm and insulin did not come out of reservoir. Customer's blood glucose was 119 mg/dl. Customer was advised that insulin pump would need to be replaced.